Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum to treat a gastric outlet obstruction (goo) during an endoscopic ultrasound (eus) with lumen-apposing metal stent (lams) placement procedure performed on (B)(6) 2024. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the second flange was deployed and released from the scope; however, the second flange did not expand. The physician manipulated the scope and catheter to force the second flange to expand. After some time, the second flange expanded, and the procedure was completed using the original stent. There were no patient complications as a result of this event. Note: it was reported that the axios stent was implanted trangastric to the jejunum to treat a gastric outlet obstruction (goo). However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The device is not indication to be placed trangastric to the jejunum.